Manufacturer narrative:
E2: no. The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device displayed an abnormally dark image. There were no reports of patient harm.

Event description:
It was reported, the subject device displayed an abnormally dark image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: g2. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no reportable findings. No visual / functional anomalies were newly reported during the inspection of the products. Based on the results of the investigation, a probable root cause cannot be identified. The phenomenon was not reproduced when the repair department inspected the product, and the investigation results did not lead to the identification of the cause of the occurrence. A device history review revealed no issues that could have caused or contributed to the reported issue. It was confirmed that the device was shipped conforming within the specifications. Olympus will continue to monitor the field performance of this device.